Event description:
During a shoulder repair a portion of the distal tip of the flexible needle broke off into the patient's body. The broken fragment was retrieved. The case was concluded successfully without further incident or harm to the patient. This is the 3rd occurrence at this facility, the user facility did not supply and data on the previous 2 occurrences. See mdrs 1221934-2006-00016 and 1221934-2006-00017 for the other 2 occurrences.